Event description:
International affiliate reports the tabs on the distal end of the intermediate tightener snapped off during tightening of the outer set screw. The broken tabs were removed from the surgical site with a resulting twenty minute delay to the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection revealed that three of the four castle nut tabs had been broken off at the distal tip of the instrument. No other defects or abnormalities were observed during evaluation of product. Hardness verification determined that the material was heat treated to specification requirements. Scanning electron microscopy analysis results concluded an evident shear static failure where the crack termination took place. Furthermore, the existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although the root cause cannot be positively determined, results concluded an evident shear static failure where the crack termination took place. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.